Event description:
(B)(4).

Manufacturer narrative:
A maquet field service technician investigated the device. A functional test was performed but the problem could not be duplicated. A loaner unit was provided and a replacement unit is being sent from the factory. A supplemental medwatch will be submitted when additional information becomes available.